Event description:
It was reported that during testing at the MFR, the device operated in the safe mode. There was no pt involvement and no adverse consequences alleged in this event.

Manufacturer narrative:
Upon visual inspection it was revealed that the handswitch was improperly positioned causing the device to activate in safe mode.